Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Unit had intermittent button response due to corroded keypad traces.

Event description:
Customer reported via phone call of having high blood glucose of 350 mg/dl. Troubleshooting was performed for high blood glucose. Customer also reported that buttons were difficult to press. After troubleshooting, customer was advised that insulin pump would need to be replaced.